Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample from the patient was tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument and another dimension exl instrument, and results matched those of the new sample. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data and discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Quality controls were within range at the time of event. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.